Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted to deploy the device when the spindle cap broke. The implant had been properly connected to the inserter. The patient had been sedated under general anesthesia for the procedure. The physician decided to abort the procedure and removed the broken implant. There were no patient complications postoperatively.